Event description:
It was reported that during a pleurodese procedure, the display showed instrument error. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount, cracked nose cone and was tested on a generator and gave error code 3. The handpiece was disassembled and a torn acoustic isolator was found inside the device. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.